Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) would not power on. It was also reported that the battery in the epg got hot. Information was later received reporting the epg is now working and will not be returned for repair. The battery was replaced, and the epg was checked with an analyzer, and the outputs were good. There was no patient involvement.